Event description:
During pt treatment with the 3100a, a therapist stated he heard the ventilator alarm. As he walked towards the 3100a he could see the oscillator had stopped, yet it restarted on its own. The pt was placed on another 3100a without compromise.